Event description:
During a anterior cruciate ligament repair with meniscal repair procedure, t2 non-deployed during surgery, intraoperative, the two fast fix 360 failed to deploy. Implant did not come out during second fire. No parts were left in the patient.

Manufacturer narrative:
One fast-fix 360 reversed curve needle was returned for evaluation of the reported complaint mode, "t2 non-deployment". The complaint could not be confirmed, as the insertion device was received without the suture, or implants. No visible damage was noted to the parts returned, and the device actuates as intended. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).